Event description:
It was reported that during surgery, while implanting a screw, several metal filaments appeared and were removed. Screw was not removed and fixed with a 20 screw.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and reportedly during the total hip replacement surgery several metal filaments appeared while implanting the screw. It was further communicated that the metal filaments were removed using hemostatic forceps. No significant delay or patient injuries are being reported. Since no harm to the patient is being reported no further medical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.) Reportedly during the total hip replacement surgery several metal filaments appeared while implanting the screw. It was further communicated that the metal filaments were removed using hemostatic forceps. No significant delay or patient injuries are being reported. Since no harm to the patient is being reported no further medical assessment is warranted.